Event description:
Patient reported that their dentist recommend that they stop the aligner treatment. They determined that the treatment is ineffective and gave the patient no results.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.